Event description:
Upholstery coming apart at the seam.

Event description:
Upholstery coming apart at the seam.

Manufacturer narrative:
(B)(4). This is a (B)(6) event, with a (B)(6) dealership location.